Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Iit was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to customer's blood glucose. Reportedly, the pump and transmitter regained connection. No additional patient or event information was available.